Event description:
It was reported tabletop started tilting at the end of the procedure, luckily the nurse caught the patient before he/she fell.

Manufacturer narrative:
Upon completing a preventative maintenance the only issue found were loose bolts that mount the head-end column to the base of the trios table, which is not related to the table tilted on its own. If the table tilted at all, it would have to have the foot-end brake physically release by the staff, otherwise the table tilt will not occur. This lead to potential operator error, indicating that someone on the staff physical released the 180 degree handle on the head-section assembly. When you release the 180 degree handle, both amber lights will blink, which indicates that brake is release.

Event description:
It was reported tabletop started tilting at the end of the procedure, luckily the nurse caught the patient before he/she fell.